Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This supplemental is to remove a device and add it into a different quarter due to new defects arising after further evaluation.